Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one max-core biopsy needle was returned for evaluation. When the stylet was pushed in to the primed the device, the cannula self-activated. An x-ray showed insufficient tang engagement, and upon disassembly it was noted that the left bumper was bent within the device housing. Based upon the evaluation this investigation is confirmed for both the alleged failure to prime, and the identified self-activation. The bent left bumper likely contributed to the insufficient tang engagement and both the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue, after one sample pass, the top slide of the device allegedly was unable to prime. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.